Manufacturer narrative:
Pump was received with broken/detached end cap and moisture damage on the motor. Unable to confirm the compromised force sensor system alarm due to the end cap anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to rewind. The insulin pump will be returned for analysis.